Event description:
It was reported that the patient experienced infusion set tape not sticking and leakage due to the use of an expired infusion set, resulting in high blood glucose. The event was treated with a manual injection on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.